Manufacturer narrative:
The pt is reportedly (B)(6). The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that while the pt was dialyzing, a blood leak occurred. According to the registered nurse on the case, the leak occurred about one minute after the initiation of treatment, and the blood flow rate had only reached 200; the dialysate flow rate was 500. The machine alarmed for a minor blood leak. Treatment was stopped and the leak was then visualized going from the dialyzer into the drain (dialysate) line. A broken fiber could be seen within the dialyzer. The estimated blood loss was 250 ml and the pt already had low hemoglobin, so as a precaution, his epogen dose was doubled. Treatment was successfully completed on a different machine with a new dialyzer. The pt was asymptomatic, did not experience any complications or require medical intervention, and was fine. The sample was discarded.